Event description:
The intralase fs laser was used to create bilateral corneal flaps for bilateral lasik surgery in 2006. The flap on the left eye (os) was created, but no excimer procedure was performed on this eye. One-day postoperatively, the patient presented with diffuse lamellar keratitis (dlk) in both eyes (ou), a flap lift and rinse was performed on both eyes (ou) on the same day; a second flap lift and rinse was performed ou three days later, and a third flap lift and rinse was performed ou two days later. The patient's preoperative bcva was 20/20 on the right eye (od) and 20/30 on the left eye (os); postoperative bcva is currently 20/20 od and 20/40 os (uncorrected eye). The patient responded to treatment and the dlk resolved. The association between the event and the device is unknown.

Manufacturer narrative:
On 09/14/2006-09/15/2006, an intralase manager of clinical support and training provided surgery support and performed an investigation. The laser settings were optimized to doctor's preference. Additionally, an intralase field service engineer inspected the laser on 09/27/2006-09/28/2006 and verified the system performed as intended, met specifications during and upon departure.